Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6); product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: the 97755 recharger, serial #(B)(6), was returned for product analysis. Analysis revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt was getting system error cannot continue, rm05, when the recharger is plugged into the controller. Controller works fine, but the neurostimulator battery is getting low. Reset didn't resolve the issue. Rep to have patient call in. The caller was not with the patient. The patient called and reported that since 3-4 days ago, pt cannot charge ins and was getting message on controller screen: "call medtronic: system problem: rm05." The pt mentioned their ins was depleted and pt had back pain and leg cramps due to not being able to receive therapy because their ins was depleted. Pt mentioned that controller keeps on cycling "looking for device" screen. Pt mentioned they had contacted their "sponsor," a manufacturer representative(rep), yesterday(2021-05-19), this morning, and last night. Pt mentioned that, when they talked to the rep, the rep told the pt that the rep would contact the manufacturer. During the call, pt confirmed pt's recharger antenna cord and paddle had been getting hot. Repair noted the recharger antenna was getting hot to touch and the antenna was not finding the ins to charge. Pt checked pins and cord on recharger antenna; no damage detected. The pt performed a hard reset of the controller by taking the li battery out of the controller, plugging the ac power supply into the wall, and putting the li battery back into the controller; pt confirmed the green light was blinking on the controller. The issue was not resolved.